Event description:
Information received by medtronic indicated crack on battery compartment side of insulin pump and water droplets behind the screen of insulin pump. Their was no physical damage to retainer ring. No harm requiring medical intervention was reported. Device was return for analysis.

Manufacturer narrative:
(B)(4). Patient returned pump for an alleged cosmetic damage located at the battery compartment and exposure to moisture observed on (B)(6) 2022. Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay, stained keypad overlay, minor scratched lcd window. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Exposed to moisture confirmed. Cosmetic damage confirmed at the battery compartment and other cosmetic damage was noted.